Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Additional information received indicates the leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-00637. It was reported the patient experienced stimulation in the pocket area due to the leads migrating. The issue was confirmed via x-rays. Surgical intervention may take place at a later date.